Event description:
It was reported the atrial lead was programmed unipolar and demonstrated far field r wave oversensing during device check. Possible lead insulation damage was discussed. The right ventricular (rv) lead demonstrated high impedance and no capture. It was also reported the rv lead did not sense when the patient conducted through from the atrial pace. An attempt was made to reprogram the leads, but the patient complained of palpitations around the device area when atrial pacing. The leads remain in use and physician will meet with the patient to discuss further action needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead (B)(6) 1996. (B)(4).